Event description:
Pt has liner cemented into acetabulum approx 10 years ago. The cement mantle failed causing pt to need revision due to loosening and irregular wear to liner. The MFR of the cement is not known.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.